Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: surg endosc (2017); 31:s137¿s334 (p037). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (prolene mesh) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? (B)(4).

Event description:
It was reported in a journal article with title: repair of giant complicated ventral hernias with component. Separation technique in conjunction with biological and synthetic mesh. The authors presented a case of multiple recurrent hernia repairs and an enterocutaneous fistula, following multiple caesarean sections and recurrent umbilical hernia repairs that was successfully managed with the component separation technique (cst) in conjunction with synthetic and biological mesh application. A (B)(6) year old female patient had undergone three caesarean sections and multiple recurrent umbilical hernia repairs with mesh over a period of 36 years. Following her last repair, the patient developed an enterocutaneous fistula. On examination, the patient had a hugely redundant ventral hernia containing small bowel and a midline discharging fistula. The wide defect in the anterior abdominal wall was repaired, by reconstruction with cst in combination with the biological mesh sandwiched between the delayed-absorbable, poly-4-hydroxybutyrate (p4hb), knitted, fully resorbable monofilament mesh and non-absorbable polypropylene (prolene; ethicon) monofilament mesh. Reported complications included a clear discharge from abdominal wound in the midline in which the patient was readmitted and a subcutaneous seroma collection in which a successful CT-guided drainage was done and patient was discharged after a week. In conclusion, reconstruction of abdominal wall for the repair of recurrent ventral hernias with large defects can be accomplished by the component separation technique in conjunction with the use of biological, synthetic non-absorbable and delayed absorbable mesh.